Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) with stent. The balloon was tightly folded with the stent secured between the markerbands. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is stent strut damage 8mm from the proximal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. There is no evidence that the device failed to meet applicable product specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 16 x 3.00 rebel stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.